Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 8 years 3 months post implant of this 12mm pulmonary bioprosthetic valve on this pediatric patient, it was explanted and replaced with a 20mm pulmonary bioprosthetic valve due to stenosis and insufficiency. There were no additional adverse patient effects reported.